Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) cart had a broken wheel. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
After further review, it was determined that the event does not have the potential to impact the pump's ability to provide therapy or cause any clinical effects to the patient, making it not reportable to FDA. Hence, no follow up report is necessary.